Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
A meter to hcp meter comparison test was made with the rptr's meter reading 232 mg/dl and the doctor's meter (type unk) 340 mg/dl. Both tests were done at the same time. Rptr did not state any symptoms.